Event description:
Reportedly, a patient was operated on february 24th 2006 for cancer of right hemicolectomy. The patient general conditions were good. A ta 55pr dlu was used to close the ileal stump and the suture was performed correctly. The patient ws operated again later on due to peritionitis and dehisecence of the colic stump staple line.